Event description:
Asr revision asr xl- left, reason(s) for revision: alval / soft tissue reaction head. Lot number incorrect. See complaint actions for requests for correct lot number

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr xl- left, reason(s) for revision: alval / soft tissue reaction. Head lot number incorrect. See complaint actions for requests for correct lot number. Update 29 jan 2015: rec'd correct lot number for head plus lot number/product codes for stem and taper sleeve. Added both stem and sleeve and head exp/man dates and man location. Queried file handler about difference in lot number - attributed to human error.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.